Event description:
It was reported to medtronic minimed that the customer alleges the pump is underdelivering and received a sensor updating alert. The loss of connection between pump and mobile device. The customer reported a current blood glucose value of 191 mg/dl. The customer experienced hyperglycemia and was treated with a pump bolus correction. The event involved product(s) mmt-7040a, mmt-332a, mmt-399a, mmt-6101, and mmt-1884l. Troubleshooting was performed for the loss of connection between the pump and mobile device. Unpairing and repairing the pump and mobile device resolved the issue. Reported issue resolved, no escalation required. Troubleshooting was performed for the change sensor, and the behavior has been occurring for less than 3 hours. Troubleshooting was performed for the auto mode/smartguard, unable to enter auto basal, and the customer is requesting assistance with entering auto basal with 780 g. The smartguard checklist shows wait to calibrate. The previous blood glucose reading that was entered was not accepted. Advised to wait 15 mins and then enter a new blood glucose. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-399a. No product return is required for mmt-6101. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.